Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were not able to turn the implantable neurostimulator (ins) off like their healthcare provider (hcp) suggested, so they have to charge the ins frequently. They want to be sure the ins is off because they do not believe it is. They connected with the patient programmer (pp) and it was discovered that the patient was seeing 'icon mode' on their pp instead of 'text mode'. They were assisted in getting the pp into 'text mode' and then they could clearly see that the ins was 'off' when they turned it off and 'on' when they turn it back on. Their hcp suggested they turn the ins off at night to conserve the ins battery charge. The issue was resolved on the call. It was confirmed that there was no issue with the external equipment. They stated 2-3 weeks ago, they went to the hcp and noticed this started to happen when they got home. No patient symptoms were reported.